Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As the device was not returned for analysis and the available information fails to indicate a caused for the reported 'stent deployed prematurely during use' and 'stent deformed', therefore an assignable cause of undeterminable will be assigned to this event.

Event description:
It was reported that the subject device was selected for treatment at internal carotid artery (ica). When the physician was advancing the subject device and realized the subject device was not on the delivery system. The subject device was inside the catheter. The subject device was replaced with a new device and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that the subject device was selected for treatment at internal carotid artery (ica). When the physician was advancing the subject device and realized the subject device was not on the delivery system. The subject device was inside the catheter. The subject device was replaced with a new device and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.